Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded noise on the rate/sense channel, exhibited by this implantable defibrillation lead. The noise resulted in ventricular pacing inhibition, and two episodes of non-sustained ventricular tachycardia (nsvt) to be inappropriately stored. It was noted that the noise could be reproduced by having the patient breathe deeply. There were no reported adverse patient effects.